Manufacturer narrative:
Other components include: product ID: 8835, serial (B)(4), product type: programmer, patient. Product ID: 8731sc, serial (B)(4), implanted: (B)(6) 2009, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving 700 mcg/ml of clonidine at 105.03 mcg/day and 10 mg/ml of dilaudid at 1.5 mg/day via an implantable pump non-malignant pain. On 2017-jul-31, it was reported that the patient's personal therapy manager (ptm) was showing an error code of 0617 and the patient's pump was moving within the pocket. It was reviewed that the error code observed indicated "telemetry uplink error" and was typically the result of emi. The patient stated that the issue could have started on (B)(6) 2017 when the patient had their new pump placed, but the patient had only started logging the issues on 2017-jul-14. The issue had happened 6 times since that time and the patient was having trouble with the ptm locking them out for more than 12 hours. The patient's healthcare provider (hcp) checked the patient's logs, which, at the time, showed the patient had not used the ptm in 24 hours and when they go to use their ptm, they get locked out for 4 hours. It was confirmed that this coincided with the 0617 uplink error. The patient also noted movement of their pump. According to the patient, the pump "kind of fell" so it was "laying horizontal" in their abdomen after it was implanted. The patient's previous pump was high on their right side under their rib cage, but the patient's new pump was placed ("pulled down") in the lower right abdomen. The catheter was left in the same position. For the first week or two after the pump implantation, it was reported that the pump was laying vertical under their skin and the entire pump could be felt. However, the pump "fell" and the hcp was the only one who could refill the pump as the refill port was difficult to find. According to the patient, the hcp occasionally has to "stick" her 3 times to refill the pump and, once, alleged that the pump might have flipped. It was confirmed by the patient that the pump had not flipped as the hcp was able to find the port. The patient inquired if this issue could affect the ptm and pump. The patient also speculated that, because of the placement, difficulty, and movement concerns, that the catheter was kinking. The patient reported that it seemed like it had fallen down into their tissue. No further complications were reported.